Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. There was no evidence of black particulate matter inside the patient line tubing or through the rest of the set. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received, and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a piece of black plastic was observed in the patient line of an integrated apd set w/cassette-3 prong. This was further described as, ¿the bottom of the patient line has a large piece of black plastic." This was observed by the home patient (hp) during the initial drain of peritoneal dialysis therapy. The hp was connected at the time of the event. Renal therapy services advised the hp to start over with new supplies and assisted the hp to close the clamps, the transfer set, disconnect aseptically, and end the therapy session. The hp started over with new supplies. There was no patient injury, or medical intervention associated with this event. No additional information is available.